Event description:
It was reported that the ilet user could not observe drops during a 50-unit prime and noted insulin inside the pump after removing the cartridge. The user had attached the cartridge to the adapter outside of the pump and received education on the correct insertion procedure, after which drops were observed and normal use resumed. No reported symptoms or adverse health effects. Outcomes included no reported impact to therapy, no alerts or alarms, and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the issue was due to improper cartridge handling and connection outside the pump, which can cause leakage and failed priming. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.